Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "suspected/actual rupture/deflation" of a saline device.

Event description:
Healthcare professional reported via nbir right side deflation. Device has been explanted.